Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. (B)(4). This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00165 and 2084725-2017-00166.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and concomitant product evaluation. The DHR was not reviewed as the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. Corrective maintenance was performed and the unit was returned to service. It is inconclusive whether the maintenance performed was related to the complaint issue. There is insufficient information to determine an assignable cause. The customer was unresponsive to multiple attempts at obtaining additional information. Should additional information become available, the complaint file will be ref-opened and re-evaluated. The issue will continue to be tracked and trended.